Event description:
Patient's dialysis machine alarmed 144- flow balance error. Alarm unable to clear. Patient's machine switched out with another and resumed treatment with no issues. Biomed notified.